Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during leakage occurred with a bd phaseal¿ protector p14j. The following information was provided by the initial reporter, translated from (B)(6) to english: connected with mitoxantrone 10mg. Drug leaked when using. Leakage point is unknown.

Manufacturer narrative:
H.6. Investigation summary. One sample protector was returned to our quality engineer for investigation. The product was visually inspected, no damage or defects were observed on the protector housing or needle. Functional testing was completed, liquid inside the syringe could move to the vial and back to the syringe without issue. No leakage outside of the protector was identified, however, liquid was observed inside the expansion chamber. If the protector is used more than once, liquid may accumulate and oversaturate the filter. This oversaturation would create a pressure which prevented proper air release to the expansion chamber. The same effect may occur if liquid accumulated within the internal face of the vial rubber stopper, overpressure can then create a leak into the expansion chamber. The product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that during leakage occurred with a bd phaseal¿ protector p14j. The following information was provided by the initial reporter, translated from japanese to english: connected with mitoxantrone 10mg. Drug leaked when using. Leakage point is unknown.